Event description:
It was reported that a filter tear and filter failure to recapture occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. The proximal filter was deployed. The proximal filter fully expanded and apposed to the vessel wall. During the procedure, the physician attempted to recapture the proximal filter. The proximal filter of the sentinel cps became torn and was unable to be recaptured. The sentinel cps was removed from the patient with the proximal filter in an open state. The procedure was completed with a new sentinel cps. No patient complications were reported.

Manufacturer narrative:
H6 evaluation conclusion codes updated. Media analysis: a single device photograph was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The photograph showed a partial detachment of the proximal filter from the radiopaque hoop. Based on the media provided, the reported proximal filter break and proximal filter failure to retrieve were confirmed.

Event description:
It was reported that a filter tear and filter failure to recapture occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. The proximal filter was deployed. The proximal filter fully expanded and apposed to the vessel wall. During the procedure, the physician attempted to recapture the proximal filter. The proximal filter of the sentinel cps became torn and was unable to be recaptured. The sentinel cps was removed from the patient with the proximal filter in an open state. The procedure was completed with a new sentinel cps. No patient complications were reported.